Event description:
It was reported that a double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt and signs of fluid were noted on the device. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown however, the downstream occlusion sensor was found to be defective. The downstream occlusion sensor will be replaced. The reported product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown